Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the patient had an upper gastrointestinal (gi) bleed. The clip was then able to grasp and lock onto tissue and "snap and crackle" of the deployment stage were heard. However, when the handle was opened to "pop" or deploy the clip, it would not release and the clip was still attached on the catheter. The physician began to repeat the deployment motion when all of a sudden, the handle broke into two pieces. The handle was put back together and the motion of opening and closing were repeated. Eventually the clip was disengaged from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.